Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter had the adapter crack. The following information was provided by the initial reporter: " the catheter connection site seemed to be cracked and so this product was not used."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 2022-02-01. H6: investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received four photographs which displayed views of the end of a 20ga catheter adapter and a view of the top web (label) of an opened package from product 20ga bd insyte autoguard IV catheter, reference number 381833, lot number 1165374. Another photograph displayed a view of the catheter adapter, accentuating on the adapter portion. In addition, one bd insyte autoguard IV catheter unit was received which displayed similarities to that seen in the photographs. Through the visual / microscopic evaluation of the photos and unit, there was no damage to the catheter adapter assembly as reported. The only visible lines observed in the adapter are the seams of the adapter which are part of component molding. A comparison to a similar representative adapter was conducted which confirms the presence of the seam line in the returned unit. The returned unit provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in the report. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter had the adapter crack. The following information was provided by the initial reporter: "the catheter connection site seemed to be cracked and so this product was not used."